Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during the review of the device data logs and attributed to a software timeout. Device was likely on during the software timeout and drained the batteries, however the batteries were not provided for evaluation. The customer was issued a replacement device. Analysis of reports of this type has not identified an increase in trend.